Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogramed the missing nodes on the robot and resolved the errors. Fse verified that the reprogramming resolved the 297 errors during start up. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that there was an inability to move the patient cart for a procedure. The blue fiber cable was found disconnected from the patient side cart (psc), although the psc was powered on with no errors. Despite this, the psc remained immobile. Attempts were made to move the red handle to the right and left, but the psc still could not be moved, and no errors were displayed. An emergency power off (epo) was performed, and the system cables were reconnected before powering the system back up normally. A 297 error then appeared on the screen, and it was observed that the robot had reverted to a golden image. It was explained that the system required servicing and would remain unusable until serviced by a field service engineer. The system was to be powered down, and manual movement out of the operating room was advised.